Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report during grasping the clip got stuck on the posterior leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. The first grasping attempt, there was not enough posterior leaflet captured; therefore, it was released. The clip orientation was thought to be around 10-15 degrees off. The clip orientation was corrected, and the clip was moved more medial and it was noted that the posterior leaflet was attached to the gripper. Troubleshooting was performed, and the posterior leaflet released. There was no damage to the valve. The clip was brought back into the left atrium, repositioned and the clip was deployed, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficultly capturing the leaflets appears to be due to procedural conditions. The reported difficult to remove from the anatomy also appears to be due procedural conditions. There is no indication of product issue with respect to manufacture, design or labeling.